Event description:
Add'l info rec'd from MFR 2/22/01: no failure analysis was possible on the device since it was not returned.

Event description:
A kiwi complete vacuum delivery system with palm pump was used to assist delivery of infant. A suction injury/trauma was noted at the time of delivery. Vaginal delivery completed.